Event description:
A customer reported experiencing cartridge alarm 20 on their insulin pump multiple times. This alarm corresponded with a high blood glucose level value being displayed, although the specific blood glucose value was unknown. The customer managed the high level by administering a correction bolus using the pump and did not require third-party assistance. The ongoing issue was addressed by tandem technical support, who decided to replace the customer's pump and provided instructions for returning the faulty device. A replacement pump with updated software was sent to the customer, who acknowledged the steps required upon receiving it. Customer reverted to an alternate method of insulin therapy.